Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/24/2021. Additional information has been requested however, not received. If further details are received at a later date a supplemental medwatch will be sent what other medical and or surgical intervention was provided to address the issue? Please describe how was the adhesive was applied. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: ID, age or date of birth; bmi has the patient previously been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond skin adhesive used on the patient in a previous surgery or wound closure? How many packages of prineo product was used on patient for this procedure? Do you have the lot number used? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the.

Manufacturer narrative:
(B)(4). Additional information has been requested and obtained. What is the procedure name? Removal of 8 to 12 inches of nerve in his legs to replace nerve in his right arm. What is the procedure date? (B)(6) 2020. What date did the reaction occur on? More than 2 weeks after the procedure. Patient reacted on his arm first then his legs. Jan 7th cast was removed from patients arm and reaction was noticed. Jan 13th both legs presented a bright red 2" wide stip that extended an inch or 2 above each incision. Jan 14th reaction on patients arm had gotten worse and was given prescription for hydrocodozone. Jan 18th reaction is still present but improved. Jan 27th reaction was completely cleared up. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. Product was not removed but patient was given hydrocodozone 2% cream prescription for 10 days. Which cleared up the reaction with in 4-5 days. If medication was required, please clarify if it was prescribed or purchased over-the-counter. See above. What is the most current patient status? Reaction is completely resolved. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Confirmed that dermabond prineo was used on all of the incision sites. Photo's available and being emailed. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Does ethicon have your permission to contact your son's surgeon, in the event ethicon would like to contact the surgeon for more clinical information to be used for a product quality complaint investigation? No product will be returned.

Event description:
It was reported a patient underwent a removal of nerve in patient's legs to replace nerve in his right arm on (B)(6) 2020 and topical skin adhesive was used. More than 2 weeks after the procedure, patient had dermatitis reaction on right arm and bilateral legs to adhesive. Patient was given hydrocodozone 2% cream prescription for 10 days. Which cleared up the reaction with in 4-5 days. Additional information has been requested.